Event description:
It was reported that the right atrial (ra) lead exhibited noise. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage. (B)(4).